Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc freestyle libre reader not turning on with the insertion of test strip and was therefore unable to check their glucose levels. Customer experienced symptoms described as "could not talk", seizure and a loss of consciousness, however could recover themselves and no third party treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported being unable to test due to the adc freestyle libre reader not turning on with the insertion of test strip and was therefore unable to check their glucose levels. Customer experienced symptoms described as "could not talk", seizure and a loss of consciousness, however could recover themselves and no third party treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc freestyle libre reader not turning on with the insertion of test strip and was therefore unable to check their glucose levels. Customer experienced symptoms described as "could not talk", seizure and a loss of consciousness, however could recover themselves and no third party treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (jqga197-t0387) was returned and investigated with retained strips. A visual inspection was performed on the reader and no issues were observed. Observed the reader turned on with button, however, it did not turn on with strip insertion. The reader was then de-cased, and no issues were observed upon visual inspection of the pcba (printed circuit board of assembly). Placed the reader in the apollo test fixture and applied pressure to the cpu (central processing unit). Further extended investigation has also been performed. A visual inspection has been performed on the returned reader, and no abnormalities observed. The reader turns on with the home button. A retain strip was inserted and observed the reader turned on and showed apply blood message. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.